Manufacturer narrative:
(B)(6).

Event description:
It was reported that approximately seven weeks after implant the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.